Event description:
It was reported to covidien in 2009, that a customer had an issue with a dialysis catheter. The customer states that patient had poor tissue in growth at the catheter cuff. The catheter fell out and had to be replaced.

Manufacturer narrative:
Submit date: 01/13/2009. An investigation is currently underway. Upon completion, the results will be forwarded.